Manufacturer narrative:
Concomitant products: product ID 7434a, serial # (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 748925, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 389033, lot # j0333573v, product type lead. (B)(4).

Event description:
It was reported that the patient¿s device had migrated to just below the right scapula. The device had not been used in years. Follow-up was performed to determine if any troubleshooting had occurred, if any intervention occurred or was planned, and how the patient was doing. This event will be updated if additional information is received.